Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 1 syringe of juvéderm volbella® xc and 1ml of skinvive¿ by juvéderm® in the periorbital area. About 3 months post injection, the patient began to experience "hard lumps, nodules, swelling, and looked asymmetric" post injection. Hcp prescribed prednisone on the same day as symptom onset. Four days later, hcp injected the patient with hylenex, the patient continued the prednisone as well. Two weeks later, the patient completed the prednisone treatment but was still experiencing hard nodules in the lip and periorbital areas. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(4). This emdr is being submitted for the suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.